Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed. It was reported by customer that needlestick occurred due to safety device coming off of needle after safety was activated on a hard surface and not using one handed method. Verbatim: rcc received a complaint via email. I was asked to pass along a safety issue that was reported by xxxxxx cc'd in this email. Please see details of the report below: ¿needlestick occurred due to safety device coming off of needle after safety was activated on a hard surface and not using one handed method. Entered into enterprise already and reported on tier 3 with investigation. Adding for xxxx alert investigation/tracking.¿ product: bd eclipse im needle. 25 g 1 inch needle, 3056761 lot: 4338358 date of incident: (B)(6) 2025 location: xxxxxx. Additional information: no sample available patient impact: the impact was to an employee, and they unfortunately had a needlestick. We did discover that they activated the needle safety on a hard surface instead of one handed like they are supposed to.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.